Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the led on the front panel of the light source was blinking. The issue was found during preparation for use of a diagnostic upper gastrointestinal endoscopy. The procedure was completed using the same device and there were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h4, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is likely that the front panel led blinked due to faulty limit switch. However, a definitive root could not be determined. Olympus will continue to monitor field performance for this device.